Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient sought medical attention a the urgent care centre on (B)(6) 2025, due to extremely high blood glucose (bg) levels while wearing the pod. She was transferred from urgent care to the hospital by ambulance and admitted for three days, discharged on (B)(6) 2025. Symptoms included a dry tongue, high bg, and lethargy. The diagnosis was diabetic ketoacidosis (dka), treatment involved intravenous (IV) insulin. The patient reported bg levels of up to 800 mg/dl. There were no recent messages or alarms on the omnipod 5 app. The pink slide on the pod moved forward, and the cannula was inserted into the skin. There was no redness, swelling, or insulin leakage at the pod site. The patient felt the second pod was working but it was removed at the hospital. High bg troubleshooting was completed, and the patient was advised to monitor her glucose levels closely.